Manufacturer narrative:
Background information: regarding claim 1: locking mechanism did not hold seating system onto base and resulted in injuries suffered: zippie voyage owner manual (part no. 245797, rev b) was distributed with this product and was reviewed as part of the complaint investigation for the alleged failure modes. Page 15: in order to meet customer requirements for a detachable seating system, sunrise has developed a locking latching system that allows the seating system to be removed from the base for easy transport. The instructions for use details specific information regarding how the seating system is appropriately attached to the base to lock it into place. There are numerous steps regarding the correct method for installing the seating system and warnings to ensure that the seating system is fully seated into the base locking mechanism. Photographs accompany this text to ensure clarity and safe operation around the use of the locking latch mechanism. Seating installation: warning! Before installing the seating shell, always check that the mobility device is completely unfolded and in the locked position, and that all four wheels are locked in place. The seating shell should never be installed with a seated occupant. Always remember to stabilize the mobility device before performing this action. Rotate the front casters until they point forward. Engage the parking brake. The seating shell has a latch mounted underneath the seat plate. The interface on the base is the counterpart to the latch and mates with the latch. The seating shell may be installed so that the child can face either frontwards or rearwards. Installation is the same in either direction. Using the latch lock: note - the latch under the seat plate has a lock that can be used to provide additional securement after the seat is installed. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged). Rotating the seat shell direction: lock the wheels, remove the seat. Be sure the tilt setting is at the "home" or 0° position. Do this by squeezing the tilt release lever and letting the "slide-n-lock" (receiver) plate spring flat. Step 1: press the gold button, numbered 1 (a) on the slide-n-lock plate and rotate the plate until it stops (fig 16). Step 2: pull the pin (b) with one hand and rotate the tilt limiter sleeve (c) with your other hand* (fig 17 and 18). Note - only rotate the tilt limiter sleeve in the process of rotating the plate. When the seat is forward facing the tilt limiter sleeve should be rotated rearward; when the seat is rearward facing the sleeve should be rotated forward. Step 3: finish rotating the plate 180° until it locks into place (fig 19). Note - when fitted with an advanced seating system, maximum posterior (forward) tilt range may be limited. Install the seating shell: note - when installing the moderate seating system in the rearward facing direction, raise the footrest to about a 5 degree angle, to clear the stroller base crossbar and allow seat to lock into the receiver. Make sure the seat is in the fully upright position (no recline or tilt). Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver. For moderate seating system only: line up the alignment tag (d) with the support cross bar (e) on the base (fig 20). Lower the seating shell so that the seating shell and mounting plate are in contact. Slide the seat backwards evenly. You should hear an audible click. Check the secure engagement to the base by pulling up on both sides. If it does not move or tilt, the seating shell is now locked and has been installed properly. Once locked into place, add the occupant for transportation and/or adjustment. In addition to the owner manual, there are on-product sticky labels showing the proper positioning of the seating system on the base and a lock vs. Unlock diagram to demonstrate proper positioning of the locking mechanism to ensure it us actually locked. Finally, the base has a label to warn that interference (e.g., foreign objects, straps, etc.) Will interfere with the ability of the seating system to fully engage into the latching mechanism. Recline cables not working. This issue could not be duplicated in-house and therefore root cause could not be established as no malfunction was seen. Recline mechanism functioned as intended. Left wheel lock only working intermittently. Recline cables on this model were found to be within specification. No malfunction was identified related to the manufacture of this assembly. Although this complaint was confirmed by the account manager (sales rep), no root cause was identified as the addendum report demonstrated that the intermittency of the wheel locking is due to design. The wheel lock must be engaged fully before both wheels will lock. This issue is not likely to have contributed in any way to the injury complaint, nor is it likely to contribute to any future injury. Waist strap not holding when pressure is applied. This strap was not manufactured, nor installed by sunrise medical. Therefore, no further investigation was performed for this strap as intended use and proper function is unknown to sunrise medical. Conclusion: seating system detaching from base: this issue could not be duplicated in-house; latching mechanism and lock functioned as intended. The most likely cause of the reported issue was foreign object interference and/or user failing to follow documented requirements for ensuring latching mechanism and lock were fully engaged. Recline cables not working. This issue could not be duplicated in-house and therefore root cause could not be established as no malfunction was seen. Recline mechanism functioned as intended. Wheel lock must be fully engaged before both wheels are fully locked into place. Any lack of full engagement will result in one wheel not fully locking until the wheel locks are fully engaged. Wheel lock functioned as intended. Waist strap not holding when pressure is applied. This strap was not manufactured, nor installed by sunrise medical. Therefore, no further investigation was performed for this strap as intended use and proper function is unknown to sunrise medical.

Event description:
Mother was transporting young child (age unknown) in a zippie voyage stroller when the seat dislodged from the base and the child fell forward, still attached to the seat, onto the blacktop sustaining injuries to her face that required medical treatment including sutures. In the direct private message to sunrise on its (B)(6) page where this complaint was first received, the mother stated that the injuries consisted of "3 forehead lacerations and a serious bump. A severely swollen nose. Two fat lips. 3 stitches and a ton of abrasions." The child immediately received medical evaluation and treatment. There was no claim of traumatic brain injury. However, due to the placement of three sutures, this is being filed as a serious injury claim. During the filing of this claim, three other allegations of product malfunction were made (from various times--dates not specified) which did not contribute to the injury, nor would contribute to potential future injury. However, investigation into all four claims was made.